Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Six devices were received for evaluation; five events were duplicated during testing. Three devices were found to be affected by corrosion. One device was affected by debris. One device was affected by compromised lubrication. One device evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device overheated. One event had patient involvement with no patient impact. Five reported events had no patient involvement or patient impact.

Manufacturer narrative:
(B)(4). 1 device was received for evaluation; 1 event was duplicated during testing. 1 device was affected by compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device overheated. 1 event had patient involvement with no patient impact. 5 reported events had no patient involvement or patient impact.